Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the device unique identifier (UDI) is also unknown. Approximate age of device is not known. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a log file review by the manufacturer's technical service representative, an odd string of low voltage events, followed by power cable disconnect alarms were observed when the lvad system was tethered to the mobile power unit (mpu). It appeared that the mpu locking ac power cord accidentally came loose. During these times, the system controller¿s internal backup battery provided power to the lvad as designed. No additional information was provided.

Manufacturer narrative:
The reported event of no external power event was confirmed through the analysis of the submitted log files. The system controller log file captured a no external power event on (B)(6) 2018 at 00:27:48. A sequence of low power advisory, low power hazard, and no external power alarms were observed. This event occurred while the system controller was supported by an mobile power unit and appeared to be a result of momentary ac power loss to the mobile power unit. During this event the system controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once ac power was restored to the mobile power unit at 00:27:56, all the associated alarms cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mpu was not returned for investigation. The device serial number was not provided; therefore, a review of the device history records could not performed. No further information was provided. The manufacturer is closing the file on this event.